Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and breathing problem on (B)(6) 2018 with blood glucose o 1600 mg/dl. Customer's other blood glucose value was 376 mg/dl and 476 mg/dl. The customer was treated with manual injection. Based on customer report customer does not allege pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump was not expected to be returned for analysis.